Event description:
She was found laying on the floor in (carpeted) solarium. Ambulator was tipped over and intact. She had a 1" laceration on back of her head.taken to emergency room & sutures put in by dr. Returned to this facility.